Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a meniscal repair a truespan meniscal repair system peek 12 degree was used and at the time of inserting the first point the trigger presented a failure. The complaint device was received and evaluated; visual inspection reveals that the device is in normal use condition as expected. Upon reviewing the red trigger it could be observed that it was very loose, it can be moved back and forth with the finger tips. Due to the condition of the trigger, the device could not be tested for its functionality. According with the visual inspection results, this complaint can be confirmed. A possible root cause for the loose trigger can be attributed to an excessive force applied to the device's trigger, however this can not be conclusively determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2020, it was observed that the trigger on the truespan meniscal repair system peek 12 degree device presented a failure at the time of inserting the first point. During in-house engineering evaluation, it was determined that upon reviewing the red trigger it could be observed that it was very loose, it can be moved back and forth with the finger tips. Another device was used to complete procedure with no surgical delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.